Event description:
Reportedly, the recipient experienced a head trauma on (B)(6) 2024 and was not able to hear sounds afterwards with the device. Mild swelling and redness was seen. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the recipient experienced a head trauma on (B)(6) 2024 and was not able to hear sounds afterwards with the device. Mild swelling and redness was seen. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Reportedly, the recipient experienced a head trauma on (B)(6) 2024 and was not able to hear sounds afterwards with the device. Mild swelling and redness was seen. The recipient has been re-implanted.